Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced fatigue and low glucose readings while using the ilet, with the pump disconnected during charging and no insulin dosing after the meal announcement; the user treated with oral glucose tablets and glucose values rose during the call. Symptoms included hypoglycemia and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.